Event description:
It was reported that there was an external blood leak from a polyflux 140h dialyzer. The leak was further described as, ¿blood leakage was occurred from blood port on both sides¿. The leak occurred just after starting treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d10: concomitant product. Additional information: d9, h3, h6, h10: h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was wet with no evidence of blood contact. During functional leak testing of the dialysate side, a leak was observed due to a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition external blood leak was verified as an external fluid leak. The cause of the crack in the welding seam was not determined. Should additional relevant information become available, a supplemental report will be submitted.